Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the red rubber catheter was not smooth enough, and the rough areas scratched the patient's urethra. Allegedly, the scratch caused the patient to experience a burning sensation while urinating. There was no bleeding, however the burning sensation remained for three days. No medical intervention required.

Event description:
It was reported that the red rubber catheter was not smooth enough, and the rough areas scratched the patient's urethra. Allegedly, the scratch caused the patient to experience a burning sensation while urinating. There was no bleeding, however the burning sensation remained for three days. No medical intervention required.

Manufacturer narrative:
The reported event was unconfirmed. The product should be smooth with no roughness or drag, sharp lumps, and the french size is to measure 16 french over the entire shaft and tip. No sharp lumps were observed. The catheter measured 16 fr over the entire shaft and tip. No roughness was observed visually or tactically. While the reported event is unconfirmed, a potential root cause of the reported event is insufficient drying time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. With funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. U.s. Product. Packaged in mexico caution: federal (USA) law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Single use do not use if package is damaged. Do not resterilize keep away from sunlight contains or presence of natural rubber latex. Lot number catalog number use by sterilized using ethylene oxide caution, consult accompanying documents."